Event description:
It was reported via the implant patient registry that this valve model 7300tfx31 implanted in the mitral position was explanted after an implant duration of 2 years and 2 months for unknown reason. Another valve of the same model and size was implanted in replacement. This case involved a (B)(6) patient. No additional information was provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.